Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2018 with the following findings: review of the black box data revealed evidence of a sudden drop in voltage resulting in a low battery warning on (B)(4) 2018 and (B)(4) 2018. A battery was not returned with the pump for investigation. On investigation, the pump powered on normally using the returned battery cap. The pump and the battery cap were intact and without damage. There was no moisture observed inside the battery compartment. The pump was exercised for 24 hours without any errors, alarms, warnings loss of power or overheating. The electrical current draws were evaluated and found to measure within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.